Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump alarmed prime during basic occlusion test due to loose and protruded drive support disk. Insulin pump received with minor scratches on lcd window, cracked reservoir tube lip and missing end cap sticker.

Event description:
Customer called to report the insulin pump alarmed during the prime process. Blood glucose reading at the time was 509 mg/dl. Customer treated with manual injection. Troubleshooting was performed. Found that the drive support cap is protruded. Advised the customer that the insulin pump will be replaced. Nothing further reported.